Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator failed. The issue was mitigated, initially, by adding a second oxygenator to the system, but that did not result in stable partial pressure of oxygen, so an entire oxygenator/reservoir/cardioplegia/heart pack were primed and brought into the operating room. There was approximately 500 ml of blood lost in switching out the entire pump system when adding 2nd oxygenator did not solve the issue. Product was changed out. Procedure completed successfully with 52 minutes delay.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 23, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned samples were visually inspected upon receipt with no anomaly noted such as breakage. The samples were rinsed and dried, and the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory¿s specifications, with no anomalies. The manufacturing and incoming inspection record of the actual device were reviewed, with no anomalies. The evaluation of the returned samples was found to meet the factory¿s specifications; therefore, the root cause of the reported event could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.